Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause cannot be determined. The DHR (device history record) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea (failure mode and effects analysis).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to facility policy a2: age & date of birth: requested, not provided due to facility policy a3a: sex: requested, not provided due to facility policy a3b: gender: requested, not provided due to facility policy a4: weight: requested, not provided due to facility policy a5: ethnicity: requested, not provided due to facility policy a6: race: requested, not provided due to facility policy d4: lot #: requested, unknown d4: expiration date, UDI: unknown, as the involved product lot # was unknown d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: unknown, as the involved product lot # was unknown e3: occupation: the production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that angio-seal device suture locked and required manual deployment. The reported incident did not result in a patient injury or necessitate medical or surgical intervention. The event occurred intra-operative. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention. Additional information was received on 08 jun 2024: it was a peripheral procedure that involved a 6fr sheath. There were no reported issues with access. The device encountered a suture lock and necessitated manual deployment. Manual tamping was employed to achieve hemostasis. The patient's condition is stable.